Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to patient developing endocarditis. There were no other adverse patient effects reported.

Manufacturer narrative:
This rv lead will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.